Manufacturer narrative:
Failure analysis revealed the insulin pump was programmed with the correct time and date and monitored for two days. No time loss/gain noted. The device passed the self test and displacement test. The unit had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported that the time on the insulin pump had been changing without cause. The blood glucose reading was 254 mg/dl, and customer treated by delivering a bolus with the insulin pump. He stated that he lost time by more than 3 hours, by greater than 9 minutes within 30 days. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.